Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl and insulin pump was working correctly. During troubleshooting, customer reported that only one area was used for insertion. Customer was advised on site rotation. Customer did not have supplies for high blood glucose troubleshooting. Supplies would be sent to customer.